Event description:
It was reported that following an unrelated traffic accident, this patient received three inappropriate shocks due to over-sensed artifacts from this subcutaneous implantable cardiac defibrillator (s-ICD) system. It was suspected that the s-ICD electrode had suffered physical damage due to the traffic accident, and this resulted in the over-sensed noise and inappropriate therapy. The patient was hospitalized and provocative maneuvers were performed and the noise was reproducible. X-ray imaging was also performed, but no clear evidence of damage was found. This information was provided to boston scientific technical services (ts) and a system revision procedure was strongly recommended. Shock therapy was disabled via programming to prevent further inappropriate therapy. The physician subsequently explanted and replaced the s-ICD system to resolve the event and the patient was stable. The explanted s-ICD system has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following an unrelated traffic accident, this patient received three inappropriate shocks due to over-sensed artifacts from this subcutaneous implantable cardiac defibrillator (s-ICD) system. It was suspected that the s-ICD electrode had suffered physical damage due to the traffic accident, and this resulted in the over-sensed noise and inappropriate therapy. The patient was hospitalized and provocative maneuvers were performed and the noise was reproducible. X-ray imaging was also performed, but no clear evidence of damage was found. This information was provided to boston scientific technical services (ts) and a system revision procedure was strongly recommended. Shock therapy was disabled via programming to prevent further inappropriate therapy. The physician subsequently explanted and replaced the s-ICD system to resolve the event and the patient was stable. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.